Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in hospital for a routine generator change. During interrogation before the surgery, the right ventricular lead exhibited high capture thresholds and decreased sensing. During the procedure, the right ventricular lead was extracted. There were no patient complications.